Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® z (no additive) plus urine tube was missing label information. The following information was provided by the initial reporter: "we are using bd vacutainer for urine specimen collection (ref (B)(4)). This vacutainer come with a blank label affixed, however australian standards for urine collection, as4308 states that each container is labelled in such a manner that it can be traceable to the donor and the chain of custody form. With this blank label we need to write first name, last name, dob and date and time of collection which is rather difficult with no labelled fields (blank label)."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer¿ z (no additive) plus urine tube was missing label information. The following information was provided by the initial reporter: "we are using bd vacutainer for urine specimen collection (ref (B)(4)). This vacutainer come with a blank label affixed, however australian standards for urine collection, as (B)(4) states that each container is labelled in such a manner that it can be traceable to the donor and the chain of custody form. With this blank label we need to write first name, last name, dob and date and time of collection which is rather difficult with no labelled fields (blank label)."